Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, the right ventricle (rv) leadless pacemaker (lp) was repositioned while finding the optimum positioning for the anatomy of the patient. The rv lp was explanted and the helix of the rv lp was noted to be stretched and a blood clot was observed in the helix. No helix anomaly was observed via diagnostic imaging while rv lp was inside the patient. The physician suspected stretching of helix occurred outside the patient. The rv lp remained explanted and was replaced to resolve the event. The patient was in stable condition.